Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, lot# va0e63f043, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The consumer reported via the manufacturing representative that their esophagus has to be straightened every three months. In february approximately two and a half weeks prior to report after their esophagus was straightened they started feeling numb on the right side of their head and neck. The gastroenterologist indicated the numbness wasn't related to the esophagus straightening and that it must be the spinal cord stimulator as the lead was implanted in the cervical spine. The patient could feel the lead had moved since then and they were concerned the lead was compressing against nerves in their neck and causing the numbness. They planned to get x-rays of the existing lead the following day and compare it to the position of the lead from the day of implant. An impedance check was run and all electrodes were within normal limits. The stimulation covered the patient's area of chronic pain in their right hand but they didn't use it since the amplitude had to be turned up high to an uncomfortable level in order to provide pain relief in the hand. Additional information received from the healthcare professional indicated the x-ray was done and the cause of the numbness was still unknown. The event was not resolved. Patient medical history includes reflex sympathetic dystrophy and tortuous esophagus. Patient indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.